Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, an increase in capture threshold and a decrease sensing threshold were noted on the right ventricular lead. Lead revision is anticipated. The patient was stable with no consequences.

Event description:
Additional information received that the lead was explanted and replaced. The patient was stable with no consequences.